Event description:
It was reported that during insertion procedure of the groshong catheter, when the catheter was attempted to pass through the oversleeve, there was a feeling of strangeness. After the catheter was placed, when infusion was started, leakage occurred near the oversleeve. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is inconclusive due to the state of the returned sample. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The connector pieces were returned assembled, but the catheter was not attached to the connector. The returned catheter was flushed with a 12 ml syringe of water and no leaks were found. Once the connector was disassembled, a microscopic observation revealed a compression sleeve was present within the distal connector piece. The distal connector piece was dissected, and no defects or abnormalities were found within the connector piece. No catheter segments were found within the connector, and no obstructions were found within the compression sleeve of the distal connector piece. The barbs of the locking arms of the proximal connector piece were observed to be slightly damaged. While no leaks or defects could be found within the returned sample, it is possible that the catheter was assembled incompletely or incorrectly with the two-piece connector which may have resulted in leakage and/or disconnection of the catheter; however, it was not possible to confirm this from the condition the sample was returned in. Therefore, this complaint is inconclusive.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during insertion procedure of the groshong catheter, when the catheter was attempted to pass through the oversleeve, there was a feeling of strangeness. After the catheter was placed, when infusion was started, leakage occurred near the oversleeve. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.